Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter addr 1: (B)(6). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time. Investigation conclusion: no samples or photos were returned for analysis.

Event description:
It was reported that the bd autoshield¿ duo safety pen needle experienced difficult operation or was not working/functioning. The following information was provided by the initial reporter: on administration of the patient's insulin the device did not click as it normally would and there was no red indicator to indicate that the insulin had been successfully administered.